Manufacturer narrative:
(B)(4). The device reported, lit# m771, is an abbott product that is marketed internationally which is the same or small to a device, list# (B)(4), that is marketed domestically.

Event description:
The complainant reported an under-delivery. The pt was to receive 115 ml of abbott nutritional feed. The pump was set at 150 ml/hr. At this rate, the feeding should have infused in 46 minutes; however, the feeding took two hours to complete.